Event description:
New information notes the patient presented for a follow up in clinic on (B)(6) 2020 regarding the right ventricular lead. It was noted that on (B)(6) 2020 the patient had a consult with his physician and it was decided that a revision was not required as the patient was doing well though interrogation on (B)(6) 2020 continued to show episodes of noise. The patient was to continue with remote monitoring and re-assessment every six months. The patient was stable.

Manufacturer narrative:
Additional information: b5, h6.

Event description:
New information notes the patient presented for a follow up in clinic (B)(6) 2020. Multiple high ventricular rate episodes and noise was visible. Additional programming changes were made. The lead was still pending replacement. The patient was stable before and after the visit.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine follow up in clinic. It was observed that multiple high ventricular rate episodes starting (B)(6) 2019 showing noise were present on the right ventricular lead. Programming changes were made to sensitivity. The patient was to be re-evaluated at a later date to determine if lead replacement was necessary. The patient was to be monitored routinely. The patient was stable before, during and after the visit in clinic.